Event description:
It was reported that the unit failed the tidal volume verification portion of the preventative maintenance. Additionally, the alarm light emitting diodes (led)s on the manometer were not working. No patient involvement.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, UDI: (B)(4). One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. All tidal volume measurements are out of specs with no air mix/ led operation was intermittent. The root cause was a faulty back flow and a loose switch. The back flow will be replaced and the switch will be tightened. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Email is: regulatory.responses@icumed.com.